Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the renewal recall. Prior to the changeout all of the implantable transvenous defibrillation lead measurements were stable and within normal limits. After the implant the rv threshold increased to 2.0 v from 1.0 v previously with an impedance measurement of 900 ohms. Today the impedance jumped to 2004 ohms and the threshold measurement if up to 3.5 v. The local guidant rep checked again later today and the impedance measurement was 1700-1800 ohms with the threshold up to 4.0 v. No troubleshooting was done to see if there was noise because the patient is pacermaker dependent and the rep did not want to induce inhibition of pacing. ,